Manufacturer narrative:
Concomitant products: 694758 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. In addition, the right atrial (ra) lead position check failed, and all atrial tachycardia/atrial fibrillation (af) therapies were disabled. The leads remain in use. No patient complications have been reported as a result of this event.